Manufacturer narrative:
(B)(4). Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a narrow iliac /femoral access and a minimum vessel diameter of 5.5 mm, resistance was met and tension was felt in the system. The external sheath was used for partial advancement and the delivery catheter system (dcs) was able to be advanced into the iliac artery. As the aortic arch was crossed, heavy resistance was met and tension built in the system due to the heavily calcified iliac artery. Fluoroscopy confirmed an iliac artery rupture. The dcs was removed and the introducer sheath was left inside the artery. Stents were placed to treat the rupture and hemodynamics stabilized. The same valve was loaded on to a new delivery catheter system (dcs) and was implanted without difficulty. One day post implant the patient was mobile. Four days post implant, the patient suddenly became hypotensive, lost consciousness and died. Per the physician, the cause of death was due to the iliac rupture. An autopsy was not performed.

Manufacturer narrative:
The lot number of the delivery catheter system (dcs) was received and has been added to this report. If information is provided in the future, a supplemental report will be issued.